Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, left hip. It was reported that the bolt became stuck in the shell. The bolt and shell were removed, and a second bolt was used with a second shell. Surgery was completed successfully with a delay of approximately 5-7 minutes.